Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon attempted to position the er320 jaws at the correct angle to fire across the cystic duct. The surgeon noticed that the unformed (open) clip fell out of the jaws into the pt. The surgeon retrieved the clip and fired the applier three more times across the duct. The same sequence of events occurred in his attempt to place the jaws of the applier, across the cystic artery. The case was completed using the er320 and no other device was opened.